Event description:
The account alleges that the printed circuit board and communication cables were defective, resulting in an inability for nurse call system to send a signal to the nurses' station.

Manufacturer narrative:
The field event of no communication was verified in the laboratory. Upon interrogation, no communication could be established with the device due to a depleted battery. The battery was sent back to the vendor for further evaluation. Analysis found an internal battery anomaly, which caused the premature battery depletion.

Event description:
It was reported that the patient had a heart attack during a soccer match. The patient received several shocks during resuscitation. The ER physician used external defibrillator several times to get the heart to a sinus rhythm. It was also noted that no communication could be established with the device. Hence, it was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.